Event description:
It was reported that during an emergent follow up, this patient experienced syncope, with symptoms of discomfort, chest pain and loss of consciousness. Consequently, x-ray imaging and an echocardiogram were required as a perforation of the pericardial wall and cardiac tamponade were suspected. It was found that the lead position had changed. Oversensing, loss of capture and ineffective brady pacing were also observed, so the patient was admitted to the intensive care unit (ICU), where the lead was capped, abandoned and replaced. The patient recovered at the ICU and was provided with an infusion to evoke intrinsic heart rhythm. No additional adverse patient effects were reported.

Event description:
It was reported that during an emergent follow up, this patient experienced syncope, with symptoms of discomfort, chest pain and loss of consciousness. Consequently, x-ray imaging and an echocardiogram were required as a perforation of the pericardial wall and cardiac tamponade were suspected. It was found that the lead position had changed. Oversensing, loss of capture and ineffective brady pacing were also observed, so the patient was admitted to the intensive care unit (ICU), where the lead was capped, abandoned and replaced. The patient recovered at the ICU and was provided with an infusion to evoke intrinsic heart rhythm. No additional adverse patient effects were reported.